Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: clarification of issue: concern over gel interference in naat testing issues regarding internal controls in nat testing I am contacting you to get some information about the following sample tubes, we are currently using for nat-testing of plasma samples: further we are experiencing some issues regarding our internal controls in nat testing (we are using a roche cobas 6800 system). Could you let me know what the gel in the tubes is made of and if the ingredients might cause quenching of fluorescence signals or inhibit pcr? Do you know, if the gel might be damaged by freezing or transportation? Is there a way to determine if the gel layer is intact?

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The gel is primarily made up of a polyester material. No testing other than what is related to the criticality of manufacturing are performed. It is unknown how freezing affects the gel. This complaint is unable to be confirmed for the failure mode erroneous results. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: clarification of issue: concern over gel interference in naat testing. Issues regarding internal controls in nat testing. I am contacting you to get some information about the following sample tubes, we are currently using for nat-testing of plasma samples: further we are experiencing some issues regarding our internal controls in nat testing (we are using a roche cobas 6800 system). Could you let me know what the gel in the tubes is made of and if the ingredients might cause quenching of fluorescence signals or inhibit pcr? Do you know, if the gel might be damaged by freezing or transportation? Is there a way to determine if the gel layer is intact?